Event description:
It was reported that the left monitor was not functioning. The left monitor displays the live fluoroscopy image. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The left monitor and power cord were replaced during the service call. The system was tested and found to be working as intended and put back into service.